Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08may2020.

Event description:
The field service event (fse) reported a proximal side pressure sensor error. The fse confirmed the reported failure. The fse replaced the data acquisition board and the issue was resolved. The unit was tested and it returned to service. There was no patient involvement.

Manufacturer narrative:
G4: 15sep2020. B4: 18sep2020. The data acquisition (da) printed circuit board assembly (pcba) board was returned to manufacturer to failure investigation (fi) for analysis. The data acquisition (da) (pcba) revealed no evidence of damage or contamination. The data acquisition (da) pcba was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.